Manufacturer narrative:
The pump was received with a broken reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked display window, a cracked reservoir tube, and a cracked case near the display window corners. The pump also gave an alarm during the basic occlusion test due to a loose/protruded drive support disk.

Event description:
The customer reported via phone call that the insulin pump was stuck in a prime loop and that it had a protruding drive support cap. The customer also alarmed compromised force sensor system. The customer's blood glucose was 230 mg/dl. The customer stated that when the act button was pressed, no numbers were seen, but the plunger would continue to push all of the insulin out. The customer stated that he would run to get a back-up treatment plan. The customer was advised that the possible cause of the compromised force sensor system alarm may have been that, during seating, the force sensor did not detect the reservoir. The customer also stated that the drive support cap was pushed back into place, which the customer was advised against doing. The customer was advised that the insulin pump would be replaced and declined to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.